Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading the cartridge onto the pump with 300 units, the fill estimate displayed 60+. After delivering insulin, the insulin gauge changed to 105 units. The customer did not reload the cartridge onto the pump. The customer's blood glucose level was not impacted due to this issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.